Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs). During the procedure, the physician successfully placed multiple ruby coils and pod pcs using a non-penumbra microcatheter. The physician then was unable to advance the last pod pc through the hub of the microcatheter and, therefore, the pod pc was removed. The physician reported that the flexible proximal end of the pusher assembly caused the difficulty advancing. The procedure was completed using onyx. There was no report of an adverse effect to the patient.